Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 400 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump and manual injection. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy when the occlusion alarm would not clear.